Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0982 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that the vascular sheath in five packages of (B)(4) were split in the proximal segment and burrs were observed. This report addresses the third device.